Manufacturer narrative:
E.1 facility name exceeds characters limit: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush sp adverse event without product failure. The following information was provided by the initial reporter, translated from german to english: allergic reaction with rash when did the incident occur? After use the patient experienced grade ii to iii allergic reactions with urticaria, a drop in blood pressure, shortness of breath, and brief somnolence twice while flushing the portacath with posiflush. This occurred during the piercing process, before any other substances were administered. Response received on 03-apr-2025; was patient or user harmed? If yes, please explain yes! As described, the patient experienced rashes, shortness of breath, and a drop in blood pressure. Was the hcp present when the issue occurred? Yes! If leakage occurred, please confirm the fluid that leaked. No leakage! Was additional medical intervention/medication required? If yes, please explain: not known response received on 10-apr-2025; could you please explain how the saline solution was flushed? Once all at once? Yes, the nacl was suddenly flushed from the port in a pulsating manner.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 4353036. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Controls at the manufacturing site were reviewed and found to be acceptable, including bioburden testing during weekdays, overkill sterilization process, environmental testing within the filling areas, solution filtration, daily endotoxin testing, and continuous monitoring of the water quality. As samples were not available for return, icp (inductively coupled plasma) was performed on retained samples from the manufacturing facility. The testing was done for heavy metals detection; however, the results did not exceed any of the established limits for posiflush pre-filled syringes and no abnormalities were found. Its presence may cause a reaction. An exact cause related to the manufacturing process could not be determined for this incident. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.